Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A detailed trace analysis confirmed that the power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to a connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and had functioned properly. The insulin pump was received with a scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had battery issues. It worked on one battery for approximately 20 hours. They tried changing with several batteries. It was noted that there was two change battery and one power error in the alarm history. The customer's blood glucose level was 82 mg/dl. The device was returned for analysis.